Manufacturer narrative:
(B)(4). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded fm, foreign matter, and damaged cap with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded fm, foreign matter, and damaged cap was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that black spots were found in 2 bd vacutainer® edta 2k tubes, 1 tube had foreign matter in the gel, and 1 tube was found collapsed. All defects were found before use in lot# 9344965. The following information was provided by the initial reporter, translated from (B)(6) to english: "the following issues were found in tubes (367846) from lot. 9344965: black spot in gel x2, fm in gel x1, damaged/deformed tube x1."